Event description:
It was reported that revison surgery was performed prophylactically to remove the ceramic femoral head. The pt was asymptomatic. The surgeon reported that the head had a crack when removed but had not fractured.